Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of fentanyl, and the delivery was started. No specific programming parameters were provided. At an unspecified time, the other channel of the device was programmed to deliver an unspecified concentration of propofol, and the delivery was started. No specific programming parameters were provided. At 1000, the nurse reported the device alarmed for proximal occlusion and air in line. At that time, the nurse removed the air from the tubing set and reprimed the tubing set. After an unspecified length of time, therapy was resumed using the same device and tubing set. At unspecified times during the delivery of both medications, the nurse reported the device alarmed for air in line and proximal occlusion an unspecified number of times. The alarm conditions were cleared by repriming the tubing set and therapy was resumed with the same tubing set and device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.